Event description:
Unoccupied pt bed sparked, produced a flame and smoke. Spark and flame appeared to have come from bed controller. We investigated the problem with the bed to ascertain the cause of the "fire." After fully examining all components including the foot board, control panel and associated circuit boards as well as the bed frame at the foot of the bed, it was determined that the cause of the "fire" was due to some type of external conductive fluid invasion from the frame onto the motor control power switch. This conclusion was supported by the following facts: none of the electrical wiring insulation was damaged or melted anywhere on the panel. No electronic components, except the motor control power switch and the circuit board itself near the switch appeared damaged - smoke damage was removable to insulated wires and components. The associated fuse to this circuit board was intact which indicates there was not a catastrophic failure of the components on the board creating a high current draw sufficient to open the fuse. Remnants of a liquid were found on the bed frame right above the panel, close to the side of the panel where the motor control power switch was located. We surmised that conductive fluid had spilled/splashed onto the board where the switch was located (which was in the "on" position). When turned "on" there are 120 vac supplied to this switch. The fluid must have come in contact with the 120 volts and probably began to arc on the surface of the circuit board, destroying the switch and charring the surface of the board. This reaction would have produced a large quantity of smoke and electrical burn odor.